Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was advised on the necessary steps, including using the current pump for backup therapy, updating the software, and programming the new pump. Instructions were provided for returning the problematic pump, and a replacement pump was sent to the customer.